Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4) investigation is under way.

Event description:
As reported by a field clinical specialist, a 29mm sapien 3 valve was deployed in a failing mosaic in the mitral position via trans-septal approach.  Post valve deployment, ¿severe regurgitation¿ was observed.  Post dilation of the valve was performed with little change in the regurgitation.  The cause of the regurgitation was a ¿non-functioning leaflet¿.  Since the patient¿s bp was decreasing, a 26mm sapien 3 valve was deployed in the 29mm sapien 3 valve.  The patient was transferred in stable condition.

Manufacturer narrative:
The device remains implanted in the patient; therefore, could not be evaluated. No photographs, videos, or imagery were provided for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review revealed no other similar complaints related to ¿leaflet ¿ motion restricted-in patient¿, ¿valve ¿ regurgitation-central leak¿, or ¿leaflet ¿ inadequate coaptation-in patient¿. A review of complaint history for sapien 3 (all sizes) from (B)(6) 2017 to (B)(6) 2018 revealed no returned valve complaints for ¿leaflet ¿ motion restricted-in patient¿. A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the trend category (¿leaflet motion restricted (in patient)¿). A review of complaint history for sapien 3 (all sizes) from (B)(6) 2017 to (B)(6) 2018 revealed one (1) returned valve complaint for ¿leaflet ¿ inadequate coaptation-in patient¿. A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the trend category (¿leaflet motion restricted (in patient)¿). A review of complaint history for sapien 3 (all sizes) from (B)(6) 2017 to (B)(6) 2018 revealed one (1) returned valve complaint for ¿valve ¿ regurgitation-central leak¿. A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the trend category (¿regurgitation¿). Based on the review of the instructions for use (ifus) and training manuals, no deficiencies were identified. Manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. Due to the device and/or relevant imagery/video not being returned for evaluation, the complaints for ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation central leak were unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaints. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is unlikely that a manufacturing defect or device malfunction contributed to the events. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper valve leaflet assessment, taking into consideration whether valve performance will be impaired. Per the IFU, valve regurgitation and transvalvular leaks are potential adverse events associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tavr) procedure. There are several potential patient and procedural factors that alone or in combination can cause or contribute to central regurgitation and leaflet restriction. Based on historical review of complaints, these events are typically a result of leaflet impingement in a calcified valve, leaflet damage due to post dilatation, under-expansion of valve, malposition of the valve or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with troubleshooting, which includes blood pressure recovery or support. As reported, ¿post valve deployment, severe regurgitation was observed. Post dilation of the valve was performed with little change in the regurgitation.¿ this suggests that under-expansion of the valve likely did not contributed to the reported events. However, without the procedural imagery, the other suggested root causes above could not be confirmed. As such, there is insufficient information to determine an exact root cause at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Due to the device and/or relevant imagery/video not being returned for evaluation, the complaints for ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation-central leak were unable to be confirmed. No manufacturing non-conformances were identified during evaluation. There is insufficient information to determine the definitive root cause at this time. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate for the applicable trend categories did not exceed their (B)(6) 2018 control limits, no corrective or preventative action is required at this time.